Event description:
The customer reported the ventilator alarmed and was not giving a respiratory rate. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log noted a 24/+-12v/power fail occurrence. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed per operating specifications.